Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button cover was missing and it was non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were not working properly.